Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and syncope.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced serious symptoms and required medical intervention due to inaccuracy. She reportedly did not calibrate the sensor during this event. The patient reported that she was observed overnight a week prior to the call due to shock caused by high reading sensor inaccuracy and automated insulin deliver from the t slim pump. The patient noted she did not calibrate the sensor when the discrepancy was noticed. Her reading was 210 mg/dl and the bg at that time was not documented. The patient was reportedly dosed with insulin by the tslim pump based on the reading. The patient experienced stroke-like symptoms including dizziness, vomiting, fainting. The patient presented it to the doctor. The doctor called emergency services and the patient was transported to the emergency department. When she arrived at the hospital, her bg reading had already gone up to 160 mg/dl because she ate a lot of food before she was rushed to the hospital. Per documentation, she was only given food during the time but was not given any medications. According to the patient, the emergency room staff did whatever was necessary to stabilize her, and her blood pressure decreased. In the hospital, they could not compare her cgm and bg reading, as her bg was 160 mg/dl. They performed some other tests instead such as brain scan and echocardiogram. They only noticed the next day (B)(6) 2024 when they checked and compared her cgm and bg showing 106 mg/dl lower. This discrepancy occurred three times because the patient did not initially calibrate the device to confirm the issue. At first, her dexcom showed a reading of 210 mg/dl, while a manual fs reading showed 104 mg/dl. Another instance showed a dexcom reading of 260 mg/dl, prompting her insulin pump to deliver 4 units of insulin, while the manual fs reading was still 106 mg/dl lower than the cgm reading. When this discrepancy was discovered, it became clear that it might have caused the incident the previous day. The t-slim insulin pump was removed because it delivered 4 units of insulin instead of the intended 1.5 units due to high bias inaccurate readings. No other tests were performed, and she had followed up with her cardiologist, neurologist, and general doctor. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.